Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number: (B)(4) event occurred in poland. It was reported that patient experienced an event of infusion set tubing detachment while sleeping on (B)(6) 2025. The site of detachment was connector. The insertion site was lower back. The infusion set was in use for one day. No further information available.